Manufacturer narrative:
Additional information was received on march 21, 2023. The device, previously unknown, is a 500cc mentor memorygel xtra breast implant, catalog #smhx500, lot #9712155. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 10, 2023. Additional information was received with receipt of the device. Explant was performed on (B)(6) 2023. A manufacturing record evaluation was performed for the finished device 9712155 number, and no non-conformances were identified. The investigation of the returned device was completed by the failure analysis lab on april 17, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedural outcome mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor implants placed experienced dissatisfaction with the procedural outcome post procedure. The nature of the patient¿s dissatisfaction was disclosed. As a result, explant was performed on an unknown date. D2a (common device name) and d2b (brand name) are unknown, however, they are being populated for submission purposes. See 1645337-2023-03058 for contralateral prosthesis report.